Event description:
Nexpowder to be used for hemostasis during esophagogastroduodenoscopy (egd). Catheter for the powder removed from packaging and was knotted up. When the registered nurse (rn) unknotted catheter, they noticed there were soft spots in it, and it was kinked in multiple areas. This catheter was unusable, and a new kit had to be opened.